Event description:
It was reported that an x-ray was taken two days post-implant while the patient was in a standing position. Review of the x-ray determined the electrode was displaced. A procedure was scheduled, and the electrode was successfully repositioned. There were no additional adverse patient effects. The electrode remains implanted.